Event description:
It was reported that during a procedure the tip of the unit broke. It was further reported that the broken tip was retrieved. It was further reported that a new unit was used and procedure was completed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.